Event description:
The user facility reported that they were investigating a microorganism outbreak in the hospital in which a total of seven pt samples reportedly tested positive for stenotrophomonas maltophilia. Olympus was informed that the positive culture testing took place over a time span ranging from (B)(6) 2011. The user facility further reported that four of the seven pts identified in the population had received a bronchoscopy. The current status of the pt is not known.

Manufacturer narrative:
This report is to address pt 1 of 4 associated with pts that had undergone bronchoscopy. Olympus followed up with the user facility to obtain add'l info regarding the report, and was informed that 1 of 7 pts tested positive for s maltophilia in bal samples and 4 of 7 pts tested positive for s maltophilia in sputum cultures. Three pts diagnosed with s maltophilia did not undergo a bronchoscopy. The pt referenced in this report was said to had a diagnostic bronchoscopy and the bal washing tested positive for stenotrophomonas maltophilia. The pt was provided unspecified treatment following the positive test result. The user facility reported that there was no report of bacteremia, but they were concerned regarding the colonization of the microorganism. The device referenced in this report was forwarded to an independent laboratory for microbiological testing. Test results from this testing are pending. As part of the investigation into this report, an olympus endoscopy support specialist (ess) visited the user facility to assess the reprocessing practices being employed and found no major issues. A physical eval of the bronchoscope will follow once the device is received from the microbiology laboratory, and this report will be supplemented. The cause of the user's report cannot be conclusively determined. This report is being submitted as a MDR in an abundance of caution. Cross-reference MFR report#s: 8010047-2011-00250, 00251, and 252 for other related reports.